Manufacturer narrative:
Attempts to obtain additional information are being made. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was a microcrack on the sleeve sheath. The device coagulated on the liver, which was burnt. The crack was not able to be observed directly during conditioning.

Manufacturer narrative:
Product was returned and the evaluation verified the complaint as valid. The DHR reviewed and no anomalies were observed. The most likely root cause is that the seal got stuck with the trocar, by the time the client removed the trocar the seal had to follow the movement and fell to the end of the instrument. The seal being stuck in the instrument and at the non-active part it could not fall without a training action.

Event description:
N/a.